Event description:
Customer reported the rosie iii monitor had no temperature readings. No pt injury was reported.

Manufacturer narrative:
Mindray service rep replaced the temperature module. Unit was calibrated and safety tested to factory specifications.